Event description:
A third party biomed reported that the device would not completely charge and gives an energy fault. When user pressed the charge button, the device showed charging to 76 joules but the discharged energy was only 15 joules. There was no patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control provided the third party biomed technical assistance and part's information to repair device. Follow up with biomed found that customer device not to repair device due to costs. The device has been removed from service. The root cause of malfunction could not be determined.